Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement within specifications and selftest. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 3.0 received the low battery alert (104) on 09/22/2025 23:35:00 after more than 7 days at 26.23 days. Battery cycle 2.0 received the low battery alert (104) on 08/27/2025 15:18:00 after more than 7 days at 30.16 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ the p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, serial number label missing, broken battery tube threads and cracked case-corner of belt clip rails. Power problem-failed battery test not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm and noticed a damage on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885a. Troubleshooting was not performed for cosmetic damage. Troubleshooting was performed for battery failed alarm. Customer reported that battery cap contacts were not damaged. Customer reported that battery compartment was damaged. Advised customer that pump will be replaced. And advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885a was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.